Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak during a training session with a pd patient in the clinic. In a follow up, the nurse said the leak was between the cassette door and the bottom tray of the cycler cart. The treatment was in fill 1 and about 12ml of fluid went in, then the leak was noticed, and the machine was stopped and the patient was disconnected. There was no harm, intervention or adverse event associated with the fluid leak. The patient was put on precautionary prophylactic antibiotics and a new transfer set was put on. The patient is still using the same cycler at home now. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak during a training session with a pd patient in the clinic. In a follow up, the nurse said the leak was between the cassette door and the bottom tray of the cycler cart. The treatment was in fill 1 and about 12ml of fluid went in, then the leak was noticed, and the machine was stopped and the patient was disconnected. There was no harm, intervention or adverse event associated with the fluid leak. The patient was put on precautionary prophylactic antibiotics and a new transfer set was put on. The patient is still using the same cycler at home now. The cycler set is not available to return.